Event description:
Two ventricular shunts were inserted into a pt. Both shunts failed to work. Physician states that it was a valve failure. Adult valves had been implanted as treatment for hydrocephalus. One to two weeks post implant, no reduction in ventricle size was noted in conjunction with a increase in csf pressure. The valves were then explanted without report of injury or complications. Pre-implant testing was not performed on these valves and, according to the info provided, the valves were discarded by the or staff following explant. These reports have been brought to the attention of co's qa dept and the FDA per the medical device reporting regulations. Packaging and product history records were reviewed and no anomalies were noted. However, because the products have not been returned co will be unable to determine if the causes for the reported difficulties were related to the devices.